Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. The 3.5 x 8 mm nc trek was removed from the packaging. There was no resistance noted during removal from the packaging or during removal of the protective sheath. It is unknown if the device was prepared prior to use. The nc trek was advanced onto the guide wire; however, when it was advanced into the anatomy, there were no markers seen. The device was removed without issue and it was noted that the tip of the device and the balloon were missing. The scrub tech then states that he did not see the orange tip during preparation, prior to use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inner member separated at the proximal end of the proximal balloon marker. The balloon separated from the outer member at the proximal balloon seal. The fracture faces at the separation were jagged. The separated portions including the balloon were not returned. Though difficulty removing the protective sheath was not reported by the site, based on the devices visual and functional analysis, it appears there may have been resistance with the protective sheath during sheath removal, which may have led to the separation of the balloon. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the devices performance with regards to the difficulty with removing the protective sheath and subsequent balloon separation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.